Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen 2000mcg/ml; 11.8 mcg/day via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2017. It was reported the patient had magnetic resonance imaging (MRI) recently. The hcp saw the patient shortly after the MRI this morning (B)(6) 2017) and updated the pump and sent the patient on his way. The patient started hearing the pump alarm shortly after that, so he returned to the office. A motor stall was seen at initial interrogation. The logs were read, and a motor stall shows in the pump logs but there was no log for a motor stall recovery. It had not been less than two hours since the patient exited the MRI field. The hcp was scheduled to see the patient in a couple of weeks. The pump was on minimum rate mode and was not currently being used for therapy. No symptoms were reported. No further complications were reported.